Manufacturer narrative:
Unit passed displacement test, active current measurement, sleep current measurement, and self test. However, pump trace download analysis confirmed the pump alarmed low battery alert . The power management graph confirmed low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcb 1(per engineering analysis (B)(4)). The following were noted during visual inspection: scratched case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had shorter battery life. Customer stated that they need to change battery more often. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.